Manufacturer narrative:
The "damaged" spectrum autopass suture passer was received for evaluation on 03-jul-2017. Visual inspection of the returned device verified that the lower jaw of the passer is broken and is unrepairable. Further inspection by the r&d engineer found no other damage was visible and the passer's mechanisms functioned normally with no problems noted. The broken lower jaw was not returned and therefore was not evaluated. In this instance, the exact cause of the lower jaw breakage was unable to be determined. However, evaluation of similar complaints revealed the most probable cause of the reported breakage was use related. One possible cause is that the lower jaw may have been damaged during non-surgical handing thus initiated a critical weakness in the lower jaw, but not cause ultimate failure. If the weakened jaw was not detected before use, ultimate failure of the lower jaw may occur during use. This device was manufactured on 05-apr-2016 and has been in use for approximately 12 months when the reported breakage occurred. A 2-year review of complaint history shows a total of 18 complaints of device breakage and 13 were considered reportable events including this one. To date, there have been no patient long term adverse effects resulting from this type of incident or the use of this device. This suture passer is a reusable device that is cleaned and sterilized between uses. The autopass suture passer and needle were released in oct-2014 and the use of this product is technique dependent. The needle shaft and blade are made of (B)(4) super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. The instructions for use (IFU) provides the following contraindications, precautions and warnings: contraindications: - pathological conditions in the soft tissue to be repaired or reconstructed which would adversely affect suture fixation. - device is not to be used on bone or similar hard tissue. Precautions: - prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. - avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. - to facilitate sterilization and proper function of the device, clean suture passer properly after each use. - instruments should be stored in the shoulder restoration system tray to protect the features. -if used arthroscopically, do not use the suture passer through a cannula less than 5.5mm in diameter. Warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism.

Manufacturer narrative:
As reported, the spectrum autopass suture passer is expected to be returned for evaluation. However, as of this filing, the "damaged" suture passer has not yet been received by conmed. A supplemental and final report will be filed upon the completion of the device evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the spectrum autopass suture passer in a rotator cuff repair arthroscopy procedure on (B)(6) 2017, the jaw of the passer "broke off" in the surgical site. The broken piece was safely retrieved with no problems noted. The procedure was otherwise completed with no patient injury or surgical delay. Despite the good faith efforts, no additional event information or patient demographic information could be obtained from the user facility. This report is filed on the basis of potential for patient injury with recurrence.